Manufacturer narrative:
Additional information provided for. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event/therapy date was sometime between (B)(6) 2017 ¿ (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set twist clamp was found to be cracked. The transfer set was in use for about one month at the time of the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.